Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, failures were found with the device upon evaluation, hence this complaint can be confirmed. It was found that the device had broken screws and damaged seal. Further, the 5 pin socket was corroded by fluid, pin at footswitch socket was bent and the on/off switch had bad light. The following actions were taken : defective power switch replaced. Defective electrical connector replaced. Defective connecting cable replaced. Defective material exchanged. Mechanical upgrade performed. Socket connection between the ID and rf boards secured with silicone sealant. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to an unknown surgery on (B)(6) 2021, it was observed that the generator device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device had broken screws and a corroded 5 pin socket. Another like device was used to complete the procedure. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.